Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a patient on one day post-op who started with an intraocular pressure (iop) of 20 (two glaucoma medications) and dropped to an iop of 2(hypotony) after having cypass implant. The surgeon also noted shallow choroidals. Additional information was requested.

Manufacturer narrative:
(B)(4).